Manufacturer narrative:
(B)(4).

Event description:
It was reported in (B)(6) 2010, that the pt experienced issues with her incision healing and swelling at the pump pocket site. The incision was opened and there was fluid accumulation in the pocket after the pump replacement procedure. It was later reported that the physician discovered a break or tear in the catheter at the connection site, that required the pt to undergo a catheter revision. The date for this procedure was not stated. The pt recovered without sequela after the revision. The medication being delivered via the device was lioresal 500mcg/ml.